Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Tibial impactor broke into 2 pieces.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned impactor confirms the reported device fracture. The root cause is attributed to misuse through mis-alignment. Based on the performed investigation, the root cause is misuse/user error through misalignment. The need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).